Manufacturer narrative:
(B)(4).

Event description:
This device was explanted and replaced due to no pacing and unable to interrogate. Patient had pericardial tamponade and underwent pericardiocentesis. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device was received and analyzed. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were reinvestigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. The memory content of the pacemaker was inspected, showing a normal device function while implanted and in service. In particular, based on the memory content analysis, an interrogation on (B)(6) 2017 at 08:38 was properly feasible. The pacemaker was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. An additional long-term pacing test was initiated. During the test, each pacing pulse was recorded. The evaluation of these pacing pulses documented regular device behaviour. No intermittent or permanent loss of output was present. In conclusion, the device proved to be fully functional. The analysis of the memory content showed a normal device behavior while the device was implanted and in service. There was no indication of a device malfunction. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.